Manufacturer narrative:
Findings: unit received with no cracks at display window corners unit received with cracked and bleeding glass (lcd board). Unit received with cracked lcd window. Unit received with minor scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cracks around the display window. No further details given.